Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from spain that the compact air drive device was not working properly. During an in-house engineering evaluation, it was observed that the motor power was too low. It was further noted that the device failed pre-test for function of soft mode switch (safety system), triggers for forward/reverse mode, untrue running, excessive noise, power with test bench min. 110 to 160w and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.